Event description:
It was reported that after a device change-out from a medtronic device, the hv lead impedance on the medtronic lead was high. Induction on the new device was advised but the physician decided not to. The hvli trend showed that the device was unable to measure svc impedance due to a damaged competitor lead or a connection problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.